Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received the attached user facility report ((B)(4)) from the (B)(4) registry. The reports indicated that the pt was admitted with a two day history of red-colored urine. Pump thrombosis was suspected. The pt was treated with tissue plasminogen activator (tpa), integrilin, and heparin. The pt remains ongoing.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.